Event description:
It was reported the balloon could not be seen under dsa (digital subtraction angiography). Upon removal, the balloon was found broken. No pt injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).